Event description:
It was reported that the user was disconnected from the ilet for an extended period, reconnected with blood glucose in the 300s, announced a usual dinner then immediately canceled that meal dose and selected a smaller meal, after which the device displayed alert code 57 (software runtime error) and alert code 90 (algorithm output range error); the user switched to backup therapy and later restarted the ilet, which cleared the alerts. Symptoms included hyperglycemia. Outcomes included temporary interruption of automated insulin delivery and use of backup therapy. Investigation included customer-guided device restart and monitoring instructions. Investigation of this case revealed that the alerts did not recur after restart and the user intended to resume insulin delivery. It was concluded that the cause of the hyperglycemia was unclear, the reported alerts aligned with software and algorithm malfunctions, and device replacement would be warranted if the alerts reappear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.